Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unable to perform displacement test, basic occlusion test, prime/delivery test, excessive no delivery test or occlusion test due to unresponsive buttons. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 205 mg/dl. Blood glucose level at the time of the call was 402 mg/dl, due to the customer not using the device since the button error. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.